Event description:
The customer indicated they had two pt's expire back in 2002 from overwhelming sepis. The facility stated there was evidence of mold in these pt's. It was also noted there was mold growing in the mattress of the bed.